Event description:
--

Manufacturer narrative:
Additional information was received that a revision procedure was performed. A fracture to the left ventricular (lv) lead was suspected. The lv lead was surgically capped and successfully replaced with a new lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements that resulted in loss of capture and pacing inhibition. A revision procedure has been scheduled to replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.